Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: how long was the delay? Please specify in minutes. 5 min to recover the broken needle. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there patient consequences? If yes, please explain. No. Did any needle piece(s) fall into the patient? Yes, one piece to the patient twice. If yes, was\were the needle piece(s) retrieved during the same procedure? Yes. Were x-rays taken to locate the needle piece(s)? No. What measures were taken to retrieve the broken piece(s)? Retrieving needle pieces visually. Was there any additional tissue damage as a result of searching for the needle piece(s)? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The needle broke during use. Loss of operating time with search for the needle, finally recovered. Surgery prolonged by 5 minutes to recover the broken needle. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 h3 investigation summary (b01) ==> two failed suture needles, labeled as (B)(4). Were submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on april 11, 2025. The components were identified as product code fr844, and with ro-112125 and ro-1125126. It was requested that hsa assess the fracture mode of the failures. According to the information, it was reported two needles broke during use. The product received for analysis was fr844. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of sample a and of sample b. The needles were received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4). Revealed the fractures were composed of predominantly microvoid coalescence, which is evidence of a ductile overload failure. Although some smaller areas of mixed suture needle evaluation mode with transgranular cleavage and microvoid coalescence were observed. These were predominantly ductile with some areas of mixed mode fracture noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. H3 investigation summary (b03) ==> the product was returned to ethicon for evaluation. Five representative unopened samples were received for analysis. Product code fr844. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.